Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08680 inches. Device communicated properly with the test guardian transmitter and tested with glucose sensor simulator. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 39 mg/dl, 57 mg/dl and 42 mg/dl. Customer was treated with carbohydrates. Customer declined to troubleshoot for low blood glucose level. Customer was not using auto mode at the time of incidence. The insulin pump will be returned for analysis.